Event description:
PICC line inserted left saphenous vein. Inserted (B)(6) 2005. Upon removal, PICC broke leaving 11cm in body (PICC was 30cm long, 19cm was out). Pt required surgical procedure to remove remaining catheter.